Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation (mre) review could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a breast augmentation revision with mentor smooth round moderate profile 325cc saline breast implant on the right side and unknown saline breast implant on the left side which bilaterally had issue with capsular contracture baker grade IV after implantation. During removal the right implant deflated intraoperatively. As a result patient underwent bilateral removal and replacement with mentor saline implants on (B)(6) 2019. This report is for the left side.